Event description:
Product description: vidas® sars-cov-2 igg (9cog) is an automated qualitative assay for use on the vidas® family of instruments, for the detection of immunoglobulin g (igg) specific for sars-cov-2 in human serum or plasma (lithium heparin) using the elfa (enzyme linked fluorescent assay) technique. This assay is intended for use as an aid to determine if individuals may have been exposed and infected by this virus and if they have mounted a specific anti-sars-cov-2 igg immune response. Interpretation of results according to test value (I) is as follows: index interpretation: I < 1.00 negative, I = 1.00 positive. Issue description: on 03-jun-2021, an internal complaint was created following the reception of the report from an external quality assessment program ((B)(4)) that reported false negative results when testing an external quality control sample with vidas® sars cov-2 igg ref.423834. The report noted that 19 participants reported a negative result for the sample s002, while expected result is positive. Sample s002 (sample from a single donor) was evaluated during pre-testing period using abbott sars cov-2 igg/igm method and euro immun sars cov-2 igg/iga method. There was no detail provided regarding the batches used by the participants. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to any patient's state of health, as it is an external quality control. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
The biomérieux complaints laboratory participated in the external quality assessment program (labquality organization) corresponding to the challenge sars-cov-2 antibodies, april 2-2021. The result of sample s002 from labquality program was expected positive and found negative by the vidas sars cov-2 igg peer group. Following this internal complaint, an investigation was initiated. Investigation complaints records the complaint analysis did not reveal this issue as a systemic quality issue. Two other complaints besides this one were recorded for suspected false negative result when testing the concerned quality control sample s002. (Cn-196662 - lot 1008397990, reported in MDR 8020790-2021-00169 and cn-196262 ¿ lot 1008123920, reported in MDR 8020790-2021-00158). Quality control records there is neither CAPA nor non-conformity recorded on this vidas assay in link with the object of this complaint. Tests/analysis performed in the complaint laboratory control chart analysis the analysis was performed for: 4 internal samples with a positive target. 7 batches of vidas sars cov-2 igg including the customers¿ lots. All the samples results comply with the specifications and the lots of vidas sars cov-2 igg mentioned in the complaints are in the trend compared to the other lots. Analysis of results issued by labquality program from april 2021 lq775821022, sample s002 one hundred and forty one (141) participants were involved in this challenge and forty five (45) reported a negative interpretation including vidas peer group (19 participants) and eight (8) reported a borderline result. Analysis of results issued from different external quality assessment programs since year 2020, the biomérieux complaints laboratory has subscribed to a french program of external quality assessment and tested quality sample as any clinical laboratory involved in the program (blind test). According to the reports issued by this program, the complaint laboratory has obtained an excellent score for all the samples tested: eight samples included 6 with an expected positive result and 2 with an expected negative result. All the results complied with the expected interpretation and the indexes obtained were within the acceptable ranges. Test on vidas sars cov-2 igg on internal samples: three positive samples were tested on the batches 1008397990 and 1008674550 of vidas sars cov-2 igg. The results obtained complied with the expectations with no significant difference between them and no evolution over time compared to the results observed before the batches release. Quality control sample s002: this quality control sample was tested on vidas sars cov-2 igg lot 1008674550. The sample gave a negative result with 0.75 tv (positive threshold= 1 tv). This quality control sample was also tested on a competitor method (euroimmun anti sars cov2 elisa igg ref 2606-96016). The sample gave also a negative result with a ratio of 0.77 (positive threshold= 1.1). Tests performed by out characterization department the sample s002 was also tested with an in-house western blot: using the same main raw materials as those used in the manufacturing of vidas sars cov-2 igg assay (rbd antigen and conjugate). Using a nucleocapsid antigen and an external rbd protein. The revelation were done using human immunoglobulin igm and igg. The samples showed to have mainly an immune reactivity of igg antibodies against nucleocapsid antigen. Regarding the immune reactivity of igg antibodies against rbd antigen, the intensity is comparable (slightly lower) to the reactivity of an internal sample close to the cut off on vidas sars cov-2 igg (slightly below: 0.97 tv). This result could explain the negative result observed with euroimmun method and the vidas result based on the investigations outcomes, there is no reconsideration of vidas sars cov-2 igg performances. The sensitivity of this vidas assay is not 100% and some discrepancies can be observed especially in case of mild covid 19. The results are in favor of a low level of igg antibodies with mainly antibodies against nucleocapsid antigen and a low level of igg antibodies against rbd antigen with an immune reactivity below the positive threshold of some methods. This aligns with the results observe on the report provided by labquality, a distribution of results between positive, borderline and negative interpretation. Performances of vidas sars cov-2 assays will also be assessed in the context of post market surveillance activities. Feeback from labquality organization labquality organization do not have any clinical information regarding the donor that gave the sample involved in the manufacturing of the quality control sample s002. However, according to their feedback, the level of igg antibodies is very low, certainly close to the detection capability of the different methods. Conclusion according to the investigation, no anomaly was highlighted with the control chart analysis and the analysis of quality data. The complaints laboratory did not reproduce negative results when testing positive internal samples on vidas sars cov-2 igg lots 1008397990 and 1008674550. No testing was performed on vidas sars cov-2 igg lot 1008123920 because this lot was already expired when the complaint was recorded. The complaints laboratory obtained also a negative result when testing the quality control sample s002 from labquality on vidas sars cov igg lot 1008674550. According to feedback from users who complained, no specific vidas sars cov-2 igg batch is affected and three different lots are mentioned. The sample s002 gave also a negative interpretation using a competitor method (euro immun anti sars cov-2 igg). According to in-house western blot method, it seems that the sample s002 shows to have igg antibodies against nucleocapsid antigen and a level of igg antibodies against spike protein/rbd just below the positive threshold of vidas sars cov-2 igg method and euroimmun method. The investigation did not manage to identify any obvious root cause but according to the investigation outcomes, it seems that we are facing to a quality control sample with a low level of igg antibodies below the positive threshold of vidas sars cov-2 igg assay ref.423834. It is mentioned in the clsi guideline ep14-a3 that processed samples used as qc material (e.g eqa) can have matrix effect. ¿current scientific data suggest that such use of pt/ eqa results is not always feasible because of matrix effects. These processed materials us as pt/ eqa samples sometimes do not behave like patient samples routinely analyzed in the laboratory. Biases not generally seen with fresh biological fluids, are frequently seen with pt / eqa samples¿; according to the investigation, there is no reconsideration of any lots of vidas sars cov-2 igg ref 423834.